Manufacturer narrative:
Follow-up #1: date of submission 12-feb-2018. Device evaluation: the device has been returned and evaluated by product analysis on 29-jan-2018 with the following findings: a review of the black box showed multiple call service 162 loss of prime alarms due to a non zero force. The battery compartment was undamaged and the returned battery cap was undamaged and fit successfully. The rewind, load, and prime steps were performed successfully. No alarms occurred during the investigation. The pump cover was removed to find no intermittent conditions to the circuits. The unable to prime issue was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.